Manufacturer narrative:
Follow-up #1 date of submission 10/26/2015-product analysis: the device was returned and evaluated by product analysis on 10/08/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. The last bolus and basal deliveries occurred on 09/05/2015. A basal program of 0.00 units was set on 08/30/2015 from 18:24 to 19:54. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without alarms or issue. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose in the 400s mg/dl with nausea and headache associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. Troubleshooting was unable to be completed at the time of the call. The patient's blood glucose readings do not meet animas' criteria of a serious injury. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting.